Manufacturer narrative:
The observation from the field ¿generator is not paired¿ in reference to the inability to connect to the device was confirmed. It was concluded the root cause of the observation was due to the device having been previously placed in MRI mode. If a device is placed in MRI mode and pairing/bonding is eliminated or not possible, any follow up attempts to communicate or pair between a patient¿s ipg and artemis programmer will be unsuccessful. The device also will not bond with any other device that had not been previously paired.

Event description:
Additional information received indicated patient underwent surgical intervention wherein the ipg was replaced ad reportedly effective therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this incident, attempts were made to obtain complete patient information.

Event description:
It was reported that pc displayed the message ¿generator is not paired¿. Patient had turned off the therapy due to a procedure. Company manufacturers were unable to connect with external devices. Since all the trouble shooting steps were exhausted the ipg was deemed inoperable. No further action taken at this time.